Manufacturer narrative:
A review of the manufacturing paperwork verified that the lot met all pre-release specifications.per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to component migration and endoleak.

Event description:
On (B)(6) 2013, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date, computed tomography scan revealed a distal type I endoleak on the patient¿s right side. According to the physician, continued iliac artery dilatation caused the 27 mm limb to lose vessel wall apposition and migrate proximally into the aneurysmal sac. On (B)(6) 2014, the physician extended the existing graft system with an additional contralateral leg component to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.